Manufacturer narrative:
Analysis confirmed the customer comment that the ventricular port was broken and additionally noted that the hanger assembly was broken and that two case screws were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port of the external pulse generator was in need of repair. It was requested that it be considered a warranty repair. The generator was returned for service. There was no patient involvement.